Event description:
It was reported that during a radical prostatectomy procedure, after 15 minutes from the beginning of the case, displayed a signal to retrieve the device from the patient and to tighten the group. The error was displayed again after re-activation. It was changed the hand-piece but the error persisted. When the device was activated, the blade squeaked. Procedure was completed with same like product. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 3-26-2012. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and present. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for a tighten assembly alert screen. During functional testing on gen11 generator an instrument error was received, and when tested with gen04 generator an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade.